Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was having issues with their mobile viewing station (mvs) not being able to hold charge when moving the system into the room. The site had plugged the system in after it powered down. They were able to get to the main screen and then the system powered down again. The site had then moved the system from the room and moved forward with fluro. There was a 10 minutes delay in the case as the system was rebooted and taken out of the room. It was noted that imaging and navigation was aborted. There was a less than hour surgical delay and no impact on patient outcome.